Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient alleged that she may have been receiving inaccurate glucose readings from her dexcom continuous glucose monitoring system, as she reported obtaining normal glucose readings on the device prior to the incident. She stated that despite these normal readings, she unexpectedly passed out. The patient reported that she did not experience any symptoms prior to losing consciousness. The patient has an emergency alert button worn on her neck, which may have been activated when she lost consciousness, thereby alerting the emergency response team. She was subsequently transported to the hospital by emergency medical services. The patient was unable to clearly recall the events surrounding the incident. She does not remember the last known cgm reading prior to passing out and was unable to recall any fingerstick blood glucose readings taken before or during the event. She stated that she regained consciousness while already at the hospital. According to the patient, she experienced diabetic ketoacidosis (dka) and was in a coma during her hospitalization. She was unable to recall specific details regarding her treatment and did not remember receiving any medications other than insulin administered via intravenous (IV) infusion. The patient could not recall the exact duration of her hospital stay but stated that she was hospitalized for several months. She provided on (B)(6) 2026 as her discharge date. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.